Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "revision of knee-tep right side on (B)(6) 2022 after approximately 20 years - fracture of the femoral lcs classic shield. Medial femoral condyle shows a transverse implant fracture (images are available upon request). Pe inlay corresponding (full-layer wear). The implant was scrapped at the patient's request." Doi (B)(6) 2001. Dor (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint #: pc-(B)(4). Investigation summary: device associated with this report was not received for examination. All available x-rays and photographs were reviewed. It is confirmed that the implant has fractured at medial condyle. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: product description: lcs fem 70mm std+ rt product code: 117905000, lot number: xal-27. 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/1999. 3) any anomalies or deviations identified in DHR: no anomalies regarding to the allegation reported. 4) expiry date: n/a. 5) IFU reference: n/a. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/1999. 3) any anomalies or deviations identified in DHR: no anomalies regarding to the allegation reported. 4) expiry date: n/a. 5) IFU reference: n/a.